Manufacturer narrative:
The referenced external driveline replacement was reported under medwatch MFR report # 2916596-2018-01217. Approximate age of device - 5 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2012. It was reported that the patient contacted the healthcare providers with complaints of vibration in the chest area where the pump is located. The lvad system was connected external battery power at the time. An assessment of the pacemaker/defibrillator found no unusual events or alarms. Blood work was reviewed and an ECG was completed and reviewed. No unusual events were seen upon review of the submitted log file. An area of stress was noted on the submitted x-ray image. Of note the patient has a history of an external driveline replacement performed in (B)(6) 2018. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the reported event could not conclusively be determined through this evaluation. Additionally, the submitted log file showed the pump operating as intended. The heartmate ii lvas instructions for use (IFU) and heartmate ii lvas patient handbook instruct patients to call their hospital contact right away if they notice a change in how the pump sounds, feels, or works. Even small changes should be reported. The patient remains ongoing on heartmate ii lvas and no further related events have been reported at this time. The manufacturer is closing the file on this event.